Event description:
Patient noted on several occasions to have a "high leak" alarm on ventilator. Trach tested prior to insertion the day prior, and no issues were identified with the trach. After removal, it was noted that the cuff would not inflate fully and water would also get stuck in the balloon on outside of the trach.